Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was seen in clinic. The leadless ipg settings were re-programmed and the patient was very happy with the outcome. There were no leadless ipg problems observed. The leadless ipg remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported "nothing but problems" with the leadless implantable pulse generator (ipg). The patient stated heart is stuck on 80, and feels heart racing. The patient also reported visit to the emergency department, however no one could check the leadless ipg due to did not have the equipment and there was nothing emergency facility could do for the leadless ipg. The patient has discussed with a physician and had a device check performed. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.